Event description:
It was reported that a patient observed air bubbles in the patient line without an alarm occurring while using the homechoice device. This occurred during the initial drain cycle of peritoneal dialysis therapy. The patient was connected at the time of the event. The patient reported connecting to the device before the patient line was properly primed. The technical services representative assisted the patient with ending therapy. The patient stated that they will complete therapy with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, an incomplete prime was reported and is a known cause for air in the line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.